Event description:
It was reported that the customer received a motor error alarm, received a motor position encoder error alarm and was experiencing low blood glucose levels. The customer's blood glucose was 144 mg/dl. The customer also received a no delivery alarm while she was filling up the insulin pump before the motor error alarm. Troubleshooting was done. The customer was eating lunch when she received the motor error alarm. The customer was able to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. The customer reported another instance in which she woke up with a blood glucose of 30 mg/dl. The customer ate a granola bar afterwards. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed for a motor error during the rewind due to a motor encoder signal out of phase. No motor position encoder error alarm could be verified in the alarm history due to the history file being overwritten. The functional testing could not be performed due to the alarm. No cosmetic damage was noted.